Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2014. Subsequently, the patient fell and fractured her femur. A procedure was performed on (B)(6) 2014 to implant competitor cables in order to fix the fracture. No biomet products were removed from the patient. During the (B)(6) 2014 procedure, bone cement was visually confirmed on the outside of the bone which could cause a weakening of the bone in the area that fractured. The bone cement was used during the initial procedure on (B)(6) 2014 and should not have leaked through the bone as it appeared to have done.

Manufacturer narrative:
There were no biomet products removed during the surgery on (B)(6) 2014. This medwatch is being submitted to report the event as it indicates possible use error occurred during the initial surgery where biomet product was implanted.